Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and tension spring assemblies remained inside the tube. The seal was cracked and the plunger had not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.